Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code. Technical support (ts) explained that this could be due to a depressed key, or pressing the pause key during the self-test since the self-test had been interrupted upon start up when the error initially presented itself. Ts recommended removing battery to reset the epg and turn on device again. The error could not be duplicated. The epg remains in use. There was no patient involvement.